Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for additional reportable events. On (B)(6) 2009, a field svc engineer visited the site and replaced the ups (uninterruptible power supply). The root cause appeared to be that a capacitor on the power supply had burned out. Although offered through beckman coulter inc (bci) the ups is not a bci product. The performance of the lh750 analyzer was verified to be within specifications.

Event description:
The customer reported that the bulk power supply connected to the lh750 hematology analyzer made a "pop sound" followed by a brief bit of smoke and a "hot smell." The customer unplugged the power cord. There were no reports of flames, arcing or shock. The fire dept was not called. Neither the fire alarm nor the sprinklers were activated. There were no reported injuries requiring medical intervention associated with the event.